Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported hole in the reservoir connecting tube was unable able to be confirmed through analysis as there was no hole identified during analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. The pump was visually inspected and the pump performed within all testing parameters. The pump was identified to be contaminated and therefore, was unable to be functionally tested. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working well. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. During the revision procedure the physician observed a crack in the tubing connecting the reservoir and the tube. The patient improved following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working well. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. During the revision procedure the physician observed a crack in the tubing connecting the reservoir and the tube. The patient improved following the procedure.